Event description:
The customer tested her blood glucose using her dex meter and rec'd readings of "hi" and 513 mg/dl. She took insulin based on her readings, and passed out a short time later. When she came to, she ate some sugar in an attempt to raise her blood glucose levels. She did not require outside medical attention. The customer stated that her dex meter had been reading around 200 mg/dl higher than her one touch meter. The difference between a reading around 300 mg/dl and a reading around 100 mg/dl, would fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not have any test strips left that gave the high readings, so no product will be returned.